Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and is doing well. The explanted device will not be returned as it was disposed by the facility.